Event description:
An investigation report from an implant retrieval center was received and reported that a revision procedure was performed due to the rod failing to distract. During examination of the rod, the retrieval center found the rod unable to distract and found corrosion. Additionally, discoloration, scratches, and other surface damage was noted. There was no further reported patient impact and no patient or user injury was reported. No additional information is available. Report 2 of 2.

Manufacturer narrative:
The device has not been returned for evaluation. The evaluation was performed by the london implant retrieval center (lirc). The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Manufacturer narrative:
A review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release.

Event description:
No additional information has been provided.